Event description:
It was reported via legal documentation that approximately 132 months after a right total knee replacement procedure, the patient may require future revision surgery for polyethylene wear. The patient has reported pain, swelling, weakness, limited range of motion, and loss of mobility. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: serial number, item number, and full description: (B)(6), 203-96-03 - (11-2216) saw blade new stryker (.050); (B)(6), 02-012-41-5040 - logic tibia traptray cem sz 5f/4t; (B)(6), 200-02-32 - three peg patella 32mm; (B)(6), 02-010-01-0350 - logic femoral ps cem right sz 5; (B)(6), 203-96-01 - (11-2222) saw blade new stryk (.050); (B)(6), 203-96-02 - (11-2324) saw blade new stryk (.035). The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.